Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they haven't charged their implant in months, maybe a year, and it won't charge. Caller stated they need an MRI of their shoulder, but the controller won't find the device. Agent walked caller through passive recharge mode. Caller saw 87-87-87. Caller repositioned and was able to get to 96 in the middle. After a few minutes, caller confirmed they were recharging with good quality. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Agent reviewed MRI mode information. Agent asked caller the reason they haven't used the stimulator, and caller stated it's because it doesn't help. When asked for event date, caller stated basically from the beginning it never really helped a lot. Caller stated it doesn't seem like the wires are positioned right or something. Caller stated nothing helps not even pain pills. Caller expressed several frustrations regarding the implant during the call including that they had to lay perfectly still on the recharger for hours in order to get the implant charged, and that's more problems than it's worth. Caller added that even if they didn't use the stimulator, the implant would run out of battery. Caller noted that they don't install the implants in a place where you can do anything with it (in reference to charging). Caller stated they hate this stimulator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported that it doesn't seem to help and had it turned up as high as the patient could. The cause was unknown. No steps were taken. The issue is not resolved. Doesn't help so patient doesn't use it.